Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for inspection. Therefore, no technical inspection could be carried out and the error description provided by the customer, "the storz endoscopic camera system display intermittently blacked out during the surgery, causing periodic blind spots in the surgical field of view", could not be confirmed. However, according to the reported issue, the cause can be attributed to a defect third party signal cable which was obviously defect. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "on (B)(6) 2025, after thorough preoperative discussion, the patient was scheduled to undergo "transurethral cystoscopic laser resection of the prostate + laser lithotripsy of the bladder + bladder biopsy" under general anesthesia. The surgical position was lithotomy. After surgical draping was completed, the surgical team connected and tested the tc200 endoscopic camera system before starting the procedure. The equipment passed self-check and all conditions were normal. After the surgery began, the initial phase proceeded normally. When the surgery was halfway through, the endoscopic camera malfunctioned. The storz endoscopic camera system display intermittently blacked out during the surgery, causing periodic blind spots in the surgical field of view. After the incident occurred, medical staff immediately stopped the surgery and increased the patient's anesthetic dosage. Under these circumstances, medical staff urgently replaced the equipment with a new device and continued with the planned surgical procedure until completion. This adverse event primarily resulted in: due to equipment failure causing visual blind spots, the surgeon made an operational error during the procedure, resulting in resection of local normal tissue. The postoperative wound was slightly larger than originally planned. The entire surgery was originally planned for 1.5 hours, but due to this incident, the surgery duration extended to 2.5 hours, and the patient developed pressure ulcers. Due to the prolonged surgery time, the anesthetic dosage increased accordingly, raising the risk of complications related to anesthetic drugs. The event affected the doctor's work during surgery, and patient satisfaction decreased due to the extended surgical time, seriously affecting treatment outcomes and patient safety. After this adverse event occurred, the hospital's doctors immediately stopped the treatment, promptly replaced the equipment with appropriate devices, and subsequently performed deep repair of the locally mishandled tissue. Considering the patient's advanced age of 85, any abnormal damage causes greater harm to them compared to the general population. The hospital's usage environment, procedures, and frequency were all normal; the operating doctors and nurses have long been engaged in this surgical work with extensive experience; preoperative preparations were thorough, and equipment testing proceeded normally".